Manufacturer narrative:
The customer declined service. A definitive root cause for this event has not been determined to date. This report is associated with the following mdrs: 2122870-2011-01544, 2122870-2011-01597, 2122870-2011-01598, 2122870-2011-01599, 2122870-2011-01600, 2122870-2011-01601, and 2122870-2011-01602.

Event description:
The customer reported that a customer presented at the emergency room. Per data provided by the customer, the patient had historically elevated cardiac troponin (accutni) results. An erroneous, high cardiac troponin (accutni) result was generated on the unicel dxc 600i synchron access clinical system. The result was reported out of the laboratory. The patient was admitted to the hospital. The same patient sample results for creatine kinase-mb isoenzyme (ck-mb) and b-type natriuretic peptide (bnp) were found to be normal. Repeat analysis of additional patient draws on the same day, as well as subsequent days, reproduced elevated accutni results. The erroneous results were also replicated on another instrument. The actual results generated from the second instrument were not provided by the customer. The customer indicated the results were elevated on both instruments. This report represents the results generated on the unicel dxc 600i synchron access clinical system with serial number (B)(4) on day two of four. Retesting of the samples by another method produced discordant, negative results which were considered as valid. The actual valid results data was not provided by the customer. The instrument was indicated as performing within acceptable qc specifications. Instrument system checks during the time of this event all met instrument specifications. No physical samples were provided by the customer for analysis. The customer does not believe there was a change in patient care associated with this event because the patient has a history of elevated troponin results, however it is unknown as to whether the elevated accutni results were considered in initiating hospitalization.